Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: error code 193 and 290. There was no harm or injury reported. During the evaluation at the manufacturer service center, error code 193 and 290 were confirmed. The device powered on and operated as it should. The unit is no longer needed for inventory and therefore will be scrapped.